Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture observed with the right ventricular (rv) lead. Two days later, the patient presented to the emergency room with ventricular tachycardia (vt), wide morphology, and large t-waves. A cardioversion procedure was performed. It was further noted that a pacing problem was observed, and high thresholds were exhibited with the right ventricular (rv) lead. Also, undersensing occurred with the right atrial (ra) lead during patient's atrial fibrillation (af). The rv lead was reprogrammed, and the ra lead was turned off. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.